Manufacturer narrative:
(B)(6).

Event description:
It was reported that the asymptomatic patient had presented to the clinic with a notification for charge time limit being reached. The session record showed that the patient had a vt storm on the same day as the charge timeout. Subsequent charges completed successfully. A manual capacitor reformation was performed and charge time was normal. The patient will continue to be monitored.